Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single site fenestrated bipolar forceps instrument involved with this complaint and completed the investigation. Failure analysis investigation found that the instrument distal clevis ear along the side of one conductor wire had broken off at its base. This resulted in the dislodgement of one grip tip. Additional observation found the instrument heat shrink was torn and one instrument grip tip was missing at the distal end. The missing and broken pieces were not returned with the instrument. Evidence not conclusive but it was concluded that the instrument damages were most likely due to mishandling. Based on the information provided, this complaint is being reported due to the following conclusions, the single site fenestrated bipolar forceps instrument broke and fragments fell inside the patient. Most of the fragments were retrieved laparoscopically during the same surgical procedure, except for one piece that remained inside the patient.

Event description:
It was reported during a da vinci hysterectomy procedure, the single site fenestrated bipolar forceps instrument rubber broke and fragments fell inside the patient. The initial reporter, whom was present during the surgical procedure, indicated that the surgeon was skeletonizing the blood supply with the permanent cautery hook instrument and the single site fenestrated bipolar forceps instrument. The single site fenestrated bipolar forceps instrument was damaged resulting in the rubber at the tip breaking and falling into the patient. Per the initial reporter, most of the fragments were retrieved laparoscopically during the same surgical procedure; however a radiopaque x-ray performed indicated that small fragment measuring approximately 1-2 mm remained inside the patient. The patient condition was stable and she was released from the hospital. No patient injury, intervention or post-operative complications were reported.